Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by abdominal pain and diarrhea. The following day, the patient was hospitalized for the event. On the same day, the patient began treatment with cefazolin (1 gram, one time a day) and tazicef (1 gram, once a day) for peritonitis. The cause of peritonitis was not reported. At the time of this report, the patient was still hospitalized and cefazolin and tazicef were ongoing. The patient was recovering. Pd therapy was ongoing. Additional information was not available. This is report 1 of 3 involved in this peritonitis event.